Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a pump was alarming no disposable three times in the past two weeks with a smiths medical, cadd medication cassette attached. Per reporter tonight both pumps were alarming not disposable with a new cassette. The complaint form indicates there was no injury. No adverse patient effects were reported. No additional information is available at this time.